Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer was feeling light head, dizzy, and blurred vision. The caller mentioned that the insulin has alarmed no delivery for twelve hours. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the caller with correcting them. However, the basal rates and bolus wizard settings were correct. Instructed the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, prime, and self test. All operating currents were within specification. However, the device had excessive no delivery alarms during the excessive no delivery test as a result of a faulty force sensor. Further testing could not be performed due to the excessive no delivery alarms. The device had a scratched display window.